Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported event of fluid overload which warranted hospitalization. There is no objective evidence that supports the device caused the patient¿s adverse event. The patient¿s fluid overload event was associated with the patient¿s non-adherence to the strength pd solution to be used during dialysis to achieve fluid removal needs, as reported by the pd nurse. Noncompliance with the dialysis prescription is a well-known predictor for fluid volume overload events and hospitalization. Although a causal relationship cannot be confirmed, a temporal relationship between the patient's pd therapy and the reported fluid overload remains. Should additional new information be made available this clinical investigation will be reevaluated.

Event description:
A caregiver for a patient on continuous cycling peritoneal dialysis (ccpd) contacted customer support for assistance with disconnecting the patient from pd treatment as the patient was going to the hospital via ambulance. During follow-up with the pd nurse, it was reported the patient was admitted into the hospital due to fluid volume overload. Per the nurse, the patient¿s fluid overload was caused by non-adherence to the pd prescription. The patient is prescribed a combination of 1.5% and 2.5% strength pd solution for ultrafiltration, but was only using the 1.5% strength solution during pd treatment. Details surrounding the patient¿s hospitalization course are unknown as the discharge summary was not available. However, the pd nurse indicated pd therapy continued while hospitalized using 4.25% strength pd solution and the patient¿s fluid overload resolved. The patient was re-educated to use combination 1.5% and 2.5% strength solutions for pd treatment as well as when to use the 4.25% strength solution for fluid removal needs. The patient was discharged home three days later and continues pd therapy.